Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as an accessory device in a transcatheter aortic valve implantation procedure where a evolut pro was implanted. It was reported after the procedure, when the patient returned to the ward , the patient presented with a bloody groin at the right femoral access. The patients compression dressing was removed and manual compression was first performed. A new compression dressing packaged with a medication (tranexamic acid) was applied, with benefit. The event resolved two days later. It was noted the minimum diameter of the access vessel was 7.1mm. The delivery system of the valve was inserted via the right femoral access. It was confirmed there was no difficulty inserting the sheath. There was nothing of note in terms of anatomy that could have contributed to the bleeding. There was no injury identified such as a dissection or perforation at the access site. Per the physician the bleeding possible occurred as a result of a failed closure device. The site assessed the bleeding as probably related to the procedure, possibly related to the sheath. No additional clinical sequelae were provided and the patient is fine.